Event description:
It was reported that a malfunction alarm with code malf 16 occurred, and the pump could not be reset. There was no reported impact to the customer¿s blood glucose level exceeding 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy. The pump was confirmed to be within warranty, and tandem technical support arranged for a replacement. The customer was instructed to put the faulty pump into storage mode and return it using a pre-paid label within 10 days, which they acknowledged and understood.